Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis occurred and the patient experienced myocardial infarction (mi). In (B)(6) 2010, the patient presented with unstable angina and was referred for cardiac catheterization which revealed mild restenosis of the previously placed unknown stent; significant lesion immediately distal to the existing stent in the left anterior descending (lad) artery. The target lesion was located in the mid lad with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.25mm. The lesion was treated with pre-dilatation and placement of a 2.75x20mm study stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with chest pain which was diagnosed as acute coronary syndrome. Cardiac enzymes were found to be elevated and the site reported an event of mi. The patient was observed to have experienced ischemic symptoms. Selective coronary angiography revealed 75-94% mid stenosis of the previously placed study stent; 50-74% proximal stenosis in the 1st diagonal artery and 50-74% ostial stenosis in the 2nd diagonal artery. On the same day, the 75-94% focal instent re-stenosis of the previously placed study stent located in the mid lad was treated with placement of a drug eluting stent with 0% residual stenosis. The event was considered resolved with residual effects and the patient was discharged on aspirin and clopidogrel on the same day.

Manufacturer narrative:
Describe event or problem, and relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that the target lesion was a de-novo long lesion located in the mid left anterior descending (lad) artery extending to the 2nd diagonal artery. In (B)(6) 2014, electrocardiogram (ECG) was performed which suggested a non q-wave myocardial infarction (mi). On the same day, the 90% focal instent re-stenosis of the previously placed study stent located in the mid lad was treated with balloon angioplasty and placement of a 2.75 mm x 12 mm non-bsc drug eluting stent.